Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have a broke tip at the distal end. The broken piece was still attached to the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the suction irrigator instrument broke. The surgeon had to remove the suction irrigator and the 8mm trocar together. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator reported that this was the third instance of the suction irrigator issue. No fragments fell inside the patient. The customer had to remove the suction irrigator instrument with the trocar due to the angle of the suction irrigator. There was no patient harm reported.